Event description:
On (B)(6) 2013, the patient was implanted with gore® tag® thoracic endoprostheses to treat a thoracic aortic aneurysm. It was reported that on (B)(6) 2013, a distal type I endoleak was revealed. On (B)(6) 2013, the patient underwent a reintervention and the physician performed a conversion to open repair. The patient tolerated the procedure.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. The gore® tag® thoracic endoprosthesis instructions for use state that potential device or procedure related adverse events include endoleak and reoperation.